Event description:
It was found during a baxter eval that a pump has a constant "door not fully latched" alarm. There was no associated pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The eval experienced constant "door not fully latched" alarms during eval of complaint (B)(4). The eval found the shoulder screw, input/output printed circuit board, and lower auxiliary flex assembly to be out of specification. Review of the history log found 8 occurrences of "door jammed" alarms and the shoulder screw, input/output printed circuit board, and lower auxiliary flex assembly were replaced.